Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle would not detach after the injection, despite attaching and administering medication without problem. Plyers had to be used to remove the needle, and the customer reported 10 total occurrences of this event. The following information was provided by the initial reporter: "consumer reported he cannot remove pen needles after injection. Stated there was no issue with attaching the pen or administering medication. Stated he used a plyer to remove pen needle. Stated the issue may be with the pen and not needle. Stated 10 pen needles affected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle would not detach after the injection, despite attaching and administering medication without problem. Plyers had to be used to remove the needle, and the customer reported 10 total occurrences of this event. The following information was provided by the initial reporter: "consumer reported he cannot remove pen needles after injection. Stated there was no issue with attaching the pen or administering medication. Stated he used a plyer to remove pen needle. Stated the issue may be with the pen and not needle. Stated 10 pen needles affected."